Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition was confirmed. The assignable root cause of the loose turn knob was determined to be traced to device design, which has been escalated to CAPA. Further results of the analysis will be captured under the CAPA. The assignable root cause of the remaining malfunctions found during service and repair was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by germany that during service and evaluation, it was determined that the battery oscillator device had a sticky trigger. It was further determined that the device failed visual inspection and the turn knob was loose. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades and check for sticky trigger. It was noted that not all pretests could be performed. It was noted in the service order that the device did not function during a routine check at the warehouse. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.